Event description:
Customer reported that during a diagnostic colonoscopy procedure, the video system center had a fluid invasion over the touch panel due to auxiliary port adapter leak and the touch panel will not function. Procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.